Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that when she went to change her insulin pump out, pressing the act button prompted the screen to go blank. She stated her blood glucose was 124 mg/dl or 125 mg/dl. Customer stated the insulin pump was not exposed to extreme temperatures nor direct sunlight. A self-test was performed and failed. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with ghosting display due to moisture damage on lcd board. The device had cracked display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.